Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug (unknown dose and concentration) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was in pain without a working device. No further information was provided. The event date was unknown. The outcome of the event was unknown. No further complications were reported/anticipated.